Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic test due to loose drive support disk. The pump was unable to perform basic occlusion, prime, the excessive no delivery test due to compromised force sensor system alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads, missing end cap sticker and broken battery cap threads.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that insulin was squirting out during manual prime. The customer stated that there is a missing piece from the slot at the top of the cap. The customer was not able to remove the battery cap. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.